Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and retention samples from the reported product/lot number combination as well as the surrounding lots. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the damage is likely to have been caused by the actual device having been pulled against heavy resistance such as calcification, scar tissue, or tortuous anatomy. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
The user facility reported that the device used was pulled apart and the lining was exposed. Follow up communication with the user facility reported the following information: the patient's groin was very scarred and calcific. Upon removal the guiding sheath was pulled apart into two pieces and the inner lining was exposed. The procedure was completed successfully. The patient was reported as in good condition.